Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) inspected remotely and confirmed that x-ray failed. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file fse found generator exception occurred error. Upon testing, fse identified there was issue with cube in generator. The cause of the x-ray failed could not be conclusively determined by the supplier's part analysis as cube has been tested in the test generator, the failure did not appear on the test generator. To resolve the issue, fse replaced cube. After replacement of the cube in generator, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not produce x-rays. The system was in clinical use and rebooted without resolve. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.